Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a follow-up in clinic. It was noted that the patient was not receive pacing due to dislodgement. The lead was capped (B)(6) 2019 and replaced. The patient was in stable condition before, during, and after the procedure.